Event description:
The customer reported an ongoing issue with low results for calcium, magnesium and glucose since (B)(6) 2012. Information was only provided for the questionable glucose result. The customer stated the original result was very low and an impossible value for a living person. This result was reported outside the laboratory. The result was questioned and when repeated, the result was normal. The repeat result was believed to be correct. The patient was not adversely affected. The glucose reagent lot number was 66711301 with an expiration date of (B)(6) 2013. The field service representative determined there was a problem with the fluidics system and there was a fluidics failure. The #5 evacuation tube from the rinse station had split at the end and become disconnected from the vacuum separator, allowing the acid wash to overfill the cuvette and contaminate the cells adjacent to it sporadically. He replaced the #5 vacuum tube and performed various diagnostic and operational tests of the effected system. All tests passed successfully. The customer calibrated as needed and ran qc on all chemistries affected. All results meet customer specifications. He performed a precision run with pooled sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.